Event description:
It was reported to stryker the customer¿s device would not provide audio prompts. Without audio prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Device was returned to stryker's pac (product assessment center). The pac technician confirmed that the device intermittently doesn't respond to the lid opening or closing. The device was still able to be powered on and off by pressing the on/off button. The standby current was measured at 325ua which is high. The trace was cut between lid switch, sw5 pin 1 and r286 to electrically isolate sw5 from the rest of the board and the standby current returned to normal at 10ua. The root cause is the lid switch, sw5. This device was archived by stryker. The customer received a replacement device.

Event description:
It was reported to stryker the customer¿s device would not provide audio prompts. Without audio prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.